Event description:
It was reported that there was a three (3) hour gap within infusion pump log for which the data was not collected within the time frame. Upon further follow up with the customer it was reported, the patient had an order for alprostadil 4mg/kg/min to run over three hours for a total of 60ml. The patient however received approximately 400ml as per staff review the bag was almost empty and the pump log states 463ml was infused over three hours. The patient did have complaints of headache however symptoms resolved without intervention.

Manufacturer narrative:
Omit : b15 - analysis of data provided by user/third party

Event description:
It was reported, that there was a three (3) hour gap within infusion pump log. For which, the data was not collected within the time frame. Upon further follow up, with the customer, it was reported, the patient had an order for alprostadil 4mg/kg/min to run over three hours for a total of 60ml. The patient however, received approximately 400ml. As per staff review, the bag was almost empty and the pump log states, 463ml was infused over three hours. The patient did have complaints of headache. However, symptoms resolved without intervention.

Manufacturer narrative:
Omit: b17: device not returned. Additional information: device available for eval? Returned to manufacturer on, concomitant med prod data, device return to manuf.? Device eval by manufacturer? If other specify, imdrf annex a,g,b,c and d codes. H3 other text: device evaluated by bd.

Event description:
It was reported that there was a three (3) hour gap within infusion pump log for which the data was not collected within the time frame. Upon further follow up with the customer it was reported, the patient had an order for alprostadil 4mg/kg/min to run over three hours for a total of 60ml. The patient however received approximately 400ml as per staff review the bag was almost empty and the pump log states 463ml was infused over three hours. The patient did have complaints of headache however symptoms resolved without intervention.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.